Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of the surgery, while suturing the gums, the needle was clipped by the needle holder and passed through the first gingiva, the needle and thread were found detached. Another suture was used to complete the case. There was no patient injury.